Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2020, by an optician that a consumer had a fungal and bacterial eye infection after starting a box of the contact lenses. It was reported that medical attention was required but treatment was not disclosed. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. No adverse trend could be identified, therefore no further activities are required. The manufacturer internal reference number is: (B)(4).